Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to disconnect mode. The technical support specialist dialed into station and confirmed that the station was not in disconnected mode. The tss checked the database size using the command shell and entered the necessary script. The tss connected to the database and proceeded with the database shrink. After checking the database size again and reviewing the data synchronization log, it confirmed that the station was operating normally and had successfully uploaded zero changes, with no variations recorded in the log. The tss finally confirmed with the customer that the station was working normally. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.